Manufacturer narrative:
H.6. Investigation: two photos displaying the top and bottom view of a 3ml syringe inside a fully sealed blister pack from batch 0155063 (p/n 309657) were received and evaluated. It was observed the syringe had no visible scale markings, which was rejectable per product specification. Potential root cause for the missing scale marking defect is associated with the marking process. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Event description:
It was reported that prior to use the scale marking were discovered to be missing with a 3 ml bd luer-lok¿ luer-lok¿ tip. The following information was provided by the initial reporter: it was reported that the markings on syringe are missing.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use the scale marking were discovered to be missing with a 3 ml bd luer-lok¿ luer-lok¿ tip. The following information was provided by the initial reporter: it was reported that the markings on syringe are missing.